Event description:
It was reported via legal documentation that a patient had an initial left total knee arthroplasty on (B)(6) 2011 and then approximately 6 years, 7 months later, on (B)(6) 2017, they experienced a revision surgery for aseptic femoral loosening. Revision operative report of (B)(6) 2017 for aseptic loosening of left total knee femoral component. The tibia was mobilized, and the liner was removed. The femoral component was noted to be loose. The femoral component was removed, and it was decided that a femoral revision would be necessary. A sterile compressive dressing was applied; the patient was awakened and taken to the recovery room in stable condition. Hospital care: admitted on (B)(6) 2017; discharged on (B)(6) 2017. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
D2b: prosthesis, knee, patellofemoral, semi-constrained, cemented, polymer/metal/polymer. D10. Sn (B)(6); cat# 02-012-35-2009 - logic tibia ps mod insrt sz 2 9mm. Pending investigation. No other information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3/g4, h6. The following sections were corrected: d1/d2a/d2b, d4, h4, h6. PMA 510k cannot be determined / device is unknown. MDR section codes updated/corrected: a, b, c, d, e, g. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.